Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had issues with no delivery alarms. The customer's blood glucose level at the time of incident was unknown. It was reported that the alarm was resolved by reservoir change. It was reported that the customer was advised of possible occlusion. It was reported that the customer had reservoirs replaced.